Event description:
20 ml bd syringe had a foreign body in it. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up: it was reported the syringe had a foreign body in it. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.